Event description:
It was reported that an evaluation of this device battery was needed to see if the device was depleting prematurely. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion, and a replacement was discussed. The device was explanted and was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that an evaluation of this device battery was needed to see if the device was depleting prematurely. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion, and a replacement was discussed. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an evaluation of this device battery was needed to see if the device was depleting prematurely. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion, and a replacement was discussed. The device was explanted and was returned. No additional adverse patient effects were reported.